Manufacturer narrative:
Our field service engineer (fse) confirmed on-site that the reported compressor mini would not turn on. He replaced the mains inlet and fuses. The compressor mini was returned to service after successful functional tests investigation of the returned mains inlet confirmed the reported issue. Dust was accumulated in the holder. One fuse was measured blown and when trying to remove the fuses they were stuck in the holder. The cause of a blown fuse could be one or a combination of the following causes: - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.

Event description:
(B)(4)

Manufacturer narrative:
Investigation on-site has been performed by our field service engineer (fse). According to the fse, there was dust accumulated around the fuses in the mains inlet. The defective mains inlet was replaced, and the compressor was returned to service after successful function check. The defective mains inlet has not been investigated further since the description from the fse corresponds well to prior investigations of similar complaints. The mains inlet is equipped with two main power fuses. Dust in the environment if deposited in the mains inlet will insulate and increase the temperature around the fuses and affect the contact between fuse and fuse holder. Our conclusion is that the defective mains inlet was caused by the accumulation of dust in the mains inlet.

Event description:
It was reported that before use on a patient, the auxiliary 02 and suction module on the anesthesia workstation had a leak. There was no patient involvement reported. (B)(4).